Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 1600 ml and the drain volume was 2857 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 to notify the nurse of the incident of iipv that was found during the device evaluation. The nurse stated that the home patient had not had any symptoms at that time. The nurse thanked baxter for the call.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to one of the supply bags falling and disconnecting. The lot number is unknown therefore a batch review was not performed. In a follow up phone call by product surveillance, the patient stated the bag was at the edge of the table and fell off. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that his supply bag fell off the table and disconnected during dwell 1 of 3 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, end the therapy and removing the set. The tsr then advised the hp to start over with all new supplies. During a follow up with the hp regarding the bag falling and disconnecting, it was revealed that the bag was at the edge of the table, and it just slipped and fell. The hp verified that he had discussed this event with the nurse. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.